Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump displayed the reset screen unexpectedly. There was no impact on the customer&#38112;blood glucose levels. During troubleshooting with tandem technical support, the customer was instructed to reload the cartridge and resume insulin delivery.